Event description:
Nicu (newborn intensive care unit)- infant in unstable condition. Admitted at 0007 to giraffe isolette. Bed at 0515 alarming fan failure. Infant had to be transferred to a new isolette. Intubated with a central line.